Manufacturer narrative:
(B)(4). Concomitant medical product: unknown persona tibial component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product location in unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00518. Product location unknown.

Event description:
It was reported that post-operative implant loosening occurred following knee arthroplasty. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.